Event description:
This report refers to a product problem rather than an adverse event. Customer reported a crack in the septum component which is part of the tubing configuration for the blood gas sensor. The sensor and associated tubing components connect to a patient's existing arterial line for measurements of arterial blood gases. The crack in the component was evidenced by fluid leakage at the site. Use of the sensor was discontinued to prevent introduction of air emboli via the umbilical artery catheter. Removal of the device upon discovering the cracked component did not compromise patient care and the patient suffered no adverse effect as a result of the problem.